Event description:
A hospital in (B)(4) reported via a fisher & paykel healthcare product manager that an rt131 infant breathing circuit did not pass the ventilator leak test. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint breathing circuit is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the two returned rt131 breathing circuits were pressure tested for leaks. Results: the breathing circuits functioned normally during pressure testing and did not leak. Conclusion: the reported fault could not be replicated as the breathing circuits functioned normally during pressure testing and did not leak.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare product manager that an rt131 infant breathing circuit did not pass the ventilator leak test. No patient consequence was reported.